Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to non-use for more than 15 years. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.